Event description:
It was reported that during the preparation of a procedure to treat a frequent premature ventricular contraction, an intellanav mifi open-irrigated catheter was selected for use. During flushing, the saline pipeline at the tail end of the catheter was fractured. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Section e1 initial reporter phone: (B)(6). Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
It was reported that during the preparation of a procedure to treat a frequent premature ventricular contraction, an intellanav mifi open-irrigated catheter was selected for use. During flushing, the saline pipeline at the tail end of the catheter was fractured. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.